Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that about a month earlier, the insulin pump's act button became increasingly unresponsive. Customer did not recall any significant events leading up to this problem. Blood glucose level at the time of the call was not provided. No further info was provided.